Manufacturer narrative:
Concomitant medical products: 6984m adaptor and 6984m, adaptor, implanted: (B)(6) 2011. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer and magnet were used in attempts to initiate a response from the device, yet the device could not be interrogated. The device remains in use. No patient complications have been reported as a result of this event.